Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected and replace battery now without a low battery warning. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they changed that the battery several times and had power detected alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. It was also reported that the second occurrence of replace battery now without a low battery warning. The customer was advised to insert a new or fully charged aa battery. The insulin pump will not be returned for analysis.